Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting and the touchscreen was not as responsive. There was no reported impact to customer's blood glucose. Contact did not provide further information and declined tandem technical support's offer to perform a pump system check.